Manufacturer narrative:
The insulin pump was received with a constant a48 alarm due to software error on the mother board. The motor was tested outside of device and passed. Unable to verify reset alarm due to a48 alarm. The insulin pump has minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a force sensor calibration values corrupted and a reset alarm. The insulin pump kept resetting itself and it did not allow her to get into the rewind process. The customer's pancreas does not produce insulin at all and she depends solely on the insulin pump to stabilize her blood glucose level. Her blood glucose level was not reported. The product was returned. Nothing further to report.